Manufacturer narrative:
(B)(4). This report was filed by the MFR. The device has been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.

Event description:
The customer reported the pump infused while not in use but while it was connected to the pt. Tag received with device states, "delivered a whole bag of medical." The hospital's biomed did pm testing on the pump module and found no issues. There was no report of pt harm or medical intervention. Although requested, no add'l pt/event details were provided.